Event description:
Multiple lot #s of expiratory filters for our 980 ventilators do not pass our sst (short self-test) that is performed when a ventilator is cleaned and setup for the next patient. Prior to each sst, a clean ventilator is dressed with a new patient circuit kit, a new expiratory filter, and new inspiratory filter. There have been numerous occasions where the expiratory filter does not pass the self-check. Once it is removed and replaced with another identical expiratory filter, it will pass the remaining steps of the sst and that ventilator is then considered patient ready. A few lot numbers with failing expiratory filters have been identified so far: 211440275, 212280438, 211790246, 211230241.